Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; the initial experience on branched and fenestrated endografts in the aortic arch. A systematic review amil et al, ann vasc surg 2021; 75: 29¿44 https://doi.org/10.1016/j.avsg.2021.03.024. Mean age, mean gender, exact date of implant unknown there were intraoperative and post operative deaths reported however there was no information to suggest any of the deaths were in the patients with medtronic devices. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered MDR reportable unless clearly stated as being associated with a medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent graft systems were implanted in conjunction with non mdt stent graft systems during fevar and bevar in patients with thoracic aortic aneurysms. The following adverse events were observed: vessel rupture, surgical conversion, reintervention, stroke, paraplegia, pneumonia, occlusions, graft infection, mocardial infarction, acute renal insufficiency and sepsis. The cause of events are undetermined.